Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient presented with left hepatic duct stenosis, and a long stent was planned for placement. Upon opening the packaging, the stent proved difficult to advance over the wire guide, and kink was observed on stent. A new stent was subsequently used. The procedure was completed successfully. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-nov-2025.

Manufacturer narrative:
Device evaluation: (B)(4) unit of clso-7-12 of lot number: c2244670 was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. The returned device/packaging related to this occurrence underwent a laboratory evaluation on the 30th oct 2025.. The returned device lab examination findings and observations can be referred through attached photos. During the device evaluation, the following was noted: visual inspection: stent returned with flap protector partially loaded on it. Stent examined and crease observed on the middle of the stent along the body. Side port on the duodenal end observed to be slightly flattened/rough. Functional inspection: 0.035 inch wire guide passes through the stent. The reported failure was observed. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information to date, there is no evidence to that there are any manufacturing issues associated with lot number: c2244670. Review historical data: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring when the positioning sleeve was being loaded onto the device which would have subsequently led to the resistance/difficulty experienced by the user when attempting to advance the wireguide through the stent. Another possible root cause is that the stent became kinked during handling or preparation ahead of the procedure. Damage noted to the side port that was observed in the device evaluation may have been caused by attempts to advance the stent along the wire guide. 03 attempts to gain more information regarding this event were requested but the information was not provided. Should this information become available in the future, the file will be updated accordingly. Confirmation of complaint the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reported, the patient presented with left hepatic duct stenosis, and a long stent was planned for placement. Upon opening the packaging, the stent proved difficult to advance over the wire guide, and kink was observed on stent. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, a new stent was subsequently used. The procedure was completed successfully. A possible root cause could be attributed to the kink occurring when the positioning sleeve was being loaded onto the device which would have subsequently led to the resistance/difficulty experienced by the user when attempting to advance the wireguide through the stent. Another possible root cause is that the stent became kinked during handling or preparation ahead of the procedure.